Manufacturer narrative:
(B)(4).

Event description:
It was reported that one month prior, the patient's symptoms felt worse than before on one side. Impedance readings were >2000. An x-ray was performed showing the lead and extension were broken. The health care professional noted that this might be due to the terrible dystonia. The device was stopped. The course of treatment had not yet been decided. See MFR. Report #3004209178-2010-09022 regarding the second device.